Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2009. It was reported that the pt's son jumped on her back. Since the incidence she allegedly feels a sharp pain at the lead site, and the reported discomfort travels down to her legs. It was recommended that the pt discuss this issue with her physician. No further info is available.